Event description:
A falsely elevated phosphorus (phos) result was obtained on a patient sample run on the dimension vista instrument. The result was reported to the physician who questioned the result. The sample was repeated and a lower result was obtained and reported. Patient treatment was not altered or prescribed on the basis of the falsely elevated phos result. There was no report of adverse health consequences as a result of the falsely elevated phos result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated phos result is unknown. However, the pattern of falsely elevated results on multiple analytes run on the same sample is highly suggestive of a sample integrity issue. There was no indication of instrument malfunction. A sample has not been returned for siemens analysis. The instrument is performing within specifications. No further evaluation of the device is required.